Event description:
It was reported to philips that a router was replaced due to damage affecting data transfer on an azurion 7 m20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the router and tested the firewall functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).